Event description:
It was reported via repair work order that the siderail won't latch due to a weld break. Sharp edges were accessible as a result of the weld break. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Conclusion: parts on order.